Event description:
Healthcare professional reported patient experienced the events of ¿bloodshed¿, ¿bleeding¿, ¿infection¿, and ¿flap necrosis¿ against unknown side. Device status is unknown.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).